Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6

Event description:
Healthcare professional reported "experienced implant trays sticking together" and "open the inside paper in order to grip the plastic enough to remove". The device has been explanted.

Event description:
Healthcare professional reported "experienced implant trays sticking together" and "open the inside paper in order to grip the plastic enough to remove". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: n/I.